Event description:
Additional information: issue occurred during use with patient. No adverse effects.

Manufacturer narrative:
Additional information: issue occurred during use with patient. No adverse effects.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to have wear and tear damage. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Device underwent functional testing, confirming the reported customer complaint. The complaint was confirmed as a result of a damaged tank cover, and the problem source has been determined to be unknown.

Event description:
Information was received that device continues to leak from reservoir where one of the top screws goes through. No adverse effects reported.